Event description:
This ra lead was implanted and capped on (B)(6) 2012 due to us low impedance issues. The impedance was less than 200 ohms. The procedure took place at (B)(6) medical center with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).